Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient line cap came off the end of the patient line during setup of peritoneal dialysis therapy. The technical service representative had the caregiver end therapy and assisted with restarting therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.